Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads.

Event description:
The customer¿s family reported via phone call that on the insulin pump has some broken pieces on the top and it¿s hard to close. The customer¿s blood glucose level was unknown. Customer states the insulin pump was damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.